Event description:
A male with a previous history of thyroid cancer and hypertension underwent aaa repair in 2008. The patient had a suitable anatomy for the aaa repair and in order to prevent a type ii endoleak, the physician placed a main body extension at the site of the ima and lumbar artery (which were very large). The rest of the procedure went as labeled. Confirmatory angiography revealed the contralateral iliac leg graft was kinked at the fourth stent and the graft was overlapped nearly two stents. In order to prevent the contralateral iliac leg graft that was overlapped too far, from bending toward the ipsilateral side (inside the main body graft) and kinking, another manufacturer's stent was placed. The physician stated the sizing procedure was not precisely conducted. Due to this a graft that was too long was used and to prevent the internal iliac artery from being blocked, he had overlapped more. The patient did not show any post procedure symptoms.

Manufacturer narrative:
Event evaluation: still under investigation.